Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the pull wire and inserter broke during the procedure. All broken pieces were retrieved and the procedure was completed successfully.

Manufacturer narrative:
Alleged failure: inserter broke. Probable root cause: design inserter material/design too weak; anchor/inserter assembly design cannot support insertion forces; anchor raw material selection insufficient for insertion into bone. Process anchor/inserter not manufactured to specification; anchor/inserter not assembled to specification. Application excessive force impacting inserter; extremely hard bone, no pilot hole drilled; poor patient bone quality. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the pull wire and inserter broke during the procedure. All broken pieces were retrieved and the procedure was completed successfully.